Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Should device become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "insert and patella were removed during a revision, and dr noticed unusual wear (pitting & scratch marks). Primary surgery was done 12 to 14 mos ago. Patella & insert were implanted. Pt fell and hurt her patella, that was the reason for the revision".